Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Could not duplicate customer's complaint of vapr vue-wireless footswitch wasn't holding a charge during a case. Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found, unit passed all testing performed using service bulletin. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep his demo vapr vue wireless footswitch wasn't holding a charge during a case. The sales rep had to change the batteries twice to allow the case to be completed. One device will be returned for analysis by the sales rep. Update: spoke to the sales rep and he verified that the case was not delayed and there were no patient consequences.